Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, leak was noted on the upstream end of the tubing at the point that attached to the pump (right side cassette portion). No adverse effects were reported.